Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a "lo calizer faulted" message in red on the bottom of registration screen. Customer confirmed that instruments not visible when trying to register. There was no patient involvement.

Manufacturer narrative:
A05, a23: localizer faulted a0709, a1102: instruments not visible d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown g2: this event occurred in australia, see section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c08, and d02 are applicable. H2, h3: the returned camera was analyzed. The psu failed an accuracy test (aak) at .652mm with a passing threshold of .250mm. It was noted that there was no bump detected. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.